Event description:
It was reported that the output of the implantable pulse generator (ipg) was abnormal and the patient felt uncomfortable. The physician elected to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.